Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b2, h6 - health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, h7, h9 and h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. The patient meets the following risk criteria for early prosthesis wear: combination of largest available femoral head and/or thinnest available acetabular liner was used and implanted with a lateralized liner. A definitive root cause was unable to be determined; however, may have resulted from a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a left hip replacement on (B)(6) 2017. Approximately 5 years and 6 months after the initial procedure the patient had a left hip revision on (B)(6) 2022. The patient has suffered extreme pain, loss of mobility, loss of income, and loss of consortium. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044, and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.

Manufacturer narrative:
H10. D10. Concomitants - product information: 4570964 170-32-03 - biolox delta femoral head 32mm od, +3.5mm; 3852211 180-01-48 - nv crown cup clstr hole 48mm group 1; 4554903 180-65-20 - alteon 6.5mm screw, 20mm; 4662338 180-65-25 - alteon 6.5mm screw, 25mm; 4644734 188-01-05 - wedge plasma x/o sz 5. The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Event description:
Revision operative report - postoperative diagnosis: failed left tot hip replacement. Patient had reactive local synovitis, with villonodular hypertrophic synovium. No evidence of infection. Stem was well fixed. Femoral head was removed. There was wear superiorly and some cracks developing on the rim and delamination of the rim. The cup was well fixed and in good position. Patient was revised to exactech devices. No patient disposition provided. There is no additional information available.

Manufacturer narrative:
Additional manufacturer narrative- additional information/ b5, b7, h6. There is no additional information available.